Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set cracked and leaked at the y-site while infusing an unspecified chemo infusion. There was no report of patient harm or user harm.although requested, no additional information about the patient, medication provided.

Event description:
The customer reported that the set cracked and leaked at the y-site while infusing an unspecified chemo infusion. There was no report of patient harm or user harm however the patient received a "re-dose" (second dose) of chemotherapy due to the chemo spill. Received a copy of the customer's sus voluntary event report from FDA which states, ¿nurse checked chemotherapy infusion, noted tubing had backflow of blood dripping from a crack on the y-port of the primary tubing. Further inspection showed a puddle of clear fluid on the floor which had dripped."